Event description:
It was reported that the device had displayed error code 211.2000. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: annex d: d02. Additional information: annex d: d15.

Event description:
It was reported that the device had displayed error code 211.2000. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex b: b01 annex c: c07 annex d: d02 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of 211.2000 was confirmed in error logs. On 9-dec-2024, lvp was received unboxed and with paperwork. Downloaded error logs and found 211.2000 at customer site. Lvp fails to light display board leds. Bezel white wire is broken. Unable to determine where the damage originated. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace bezel assy. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed error code 211.2000. There was no patient involvement.